Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: 3352627. It was reported that the bd safetyglide leaked. The following information was provided by the initial reporter: rcc received a complaint via email. Date: 10/04/2024, complaint number: (B)(4), account name: (B)(6). Item description: mbo-needle, hypo, 25gx1", strl, safetyglide, incident description: leaked, injuries or adverse event: no, item: 305916, quantity affected: (B)(4), serial/lot number: (B)(6), po: (B)(4), are any samples available for return? Yes. Reported issue: "went in to administered the influenza vaccine as ordered by md. Needle went into right deltoid but when I pressed the vaccine, most (if not all) leaked from where the needle is connected to the vaccine. Needle removed from muscle and vaccine inspected. Possible small crack noticed on the base of needle. Otherwise, no abnormalities noted, needle connection was secure to the vaccine.¿ additional information provided: 1. What was the impact to the patient? Patient was stuck twice with a needle, since the first administration, all of the vaccine leaked. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 09-26-2024. 3. If possible, could you please provide picture samples for investigation? End user did not take pictures. 4. What was the medication/fluid in use at the time of the event? Influenza vaccine.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.